Manufacturer narrative:
The device is reported to be available for evaluation; however, it has not yet been received.

Event description:
The event involved a surplug® micro clear where the customer reported leakage at an unspecified location. It is unknown if there was patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
B5: additional information received regarding the event and the sample evaluation by distributor. D4&h4 possible lots: lot#: 14419013. Expiration date: 05/01/2028. Mfg date: 05/15/2025. Lot#: 14481709. Expiration date: 07/01/2028. Mfg date: 07/03/2025. D10: concomitant devices added. ICU medical investigation is pending.

Event description:
A complaint was received regarding a surplug micro clear, with list number ir-1s and possible lot numbers 14419013 or 14481709. It was reported that there was a leakage. During indwelling after a saline lock, the valve of surplug cl was confirmed to be recessed or stuck down, and blood backflow was confirmed. Immediately removed it and the i.v. Route was newly established. Distributor sample evaluation: one actual sample was received connected to a nipro¿s extension tube. Upon closely checking the sample, the valve was confirmed to be remarkably twisted, damaged, and stuck down. After removing the extension tube, our in-house three-way cock was attached to the sample, then connected a syringe filled with solution to a side injection port of three-way cock. When they pressed the plunger, leakage was observed at the connector of the sample. The medication used was unknown, and the mating devices were nipro extension tube and syringe. Photos showed the product involved connected to a syringe, the extension tube, and some close-up views of the product.

Event description:
An email was received regarding a surplug micro clear, with list number ir-1s and possible lot numbers 14419013 or 14481709. It was reported that there was a leakage. During indwelling after a saline lock, the valve of surplug cl was confirmed to be recessed or stuck down, and blood backflow was confirmed. Immediately removed it and the i.v. Route was newly established. One actual sample was received connected to a nipro¿s extension tube. Upon closely checking the sample, the valve was confirmed to be remarkably twisted, damaged, and stuck down. After removing the extension tube, our in-house three-way cock was attached to the sample, then connected a syringe filled with solution to a side injection port of three-way cock. When they pressed the plunger, leakage was observed at the connector of the sample. The event was noted prior to direct patient use; it was noted during infusion. The medication used was unknown, and the mating devices were nipro extension tube and syringe. There was no serious injury or death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no medical or surgical intervention required. The device was changed or replaced with no further problems encountered. The quantity affected is 1 and the sample is available to be returned for investigation. The same lot device samples and mating devices are not available. Sample photos were available showing the product involved connected to a syringe, the extension tube, and some close-up views of the product.

Manufacturer narrative:
A series of photos were shared by the customer, where both photos show the seal of the shuntless microclave stuck down and torn. One used device was received connected to an unknown, tubing and an unknown, catheter was returned for evaluation. As received, saline, blood residuals and silicone stuck down in the shuntless microclave was observed. The sample was dissembled and only a torn at the top of the seal was noted, no additional damage or anomalies were noted. Complaint of leaks can be confirmed. The probable cause is typical due to access with an incompatible mating device during use. The directions for use (dfu) states: the clave/microclave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. Lot history review was condcuted and no nonconformities were identified that may have contributed to the reported complaint.